Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensors and found cannula whole. The sensors passed with accurate readings. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor's electrode was not found when the sensor was removed from the customer's body. The customer's blood glucose level was unknown. Customer was advised that sensor would need to be replaced. Customer agreed to return the sensor for analysis.